Event description:
During evaluation of a returned spectrum infusion pump, 11 occurrences of "upstream occlusion" alarms were identified in the history log which indicates a potential malfunction of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary svc event opened during investigation of complaint #(B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.